Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose. Customer's blood glucose level was 404 mg/dl. The customer's current blood glucose level was 319 mg/dl. Customer treated high blood glucose with insulin pump. Customer was facing symptoms related to high blood glucose level which were vomiting, feeling unwell, sick, pain, cramps, abdominal pain, stomach pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer did not test positive for ketones. The insulin pump will be not returned for the analysis.